Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Reportedly, the patient has stage 4 cancer and is pacer dependent. The patient wanted to downgrade to a pacer as the patient was in palliative care only, so no shock is desired. Moreover, a new pacemaker was implanted. There were no additional adverse patient effects reported. This rv lead remain in service.